Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube there was tube extenders with molding defects. This affected 2 tubes. The following information was provided by the initial reporter. The customer stated: "two bent tubes were received in the lab. They gave an error during pipetting.".

Manufacturer narrative:
Investigation summary: mat: 367864; lot: 2175228. Bd received a photograph from the customer in support of this complaint. An evaluation of photo indicated a bowed tube. Additionally, an examination of 100 retained tubes from the bd inventory of this lot number was conducted and did not identify any further defective tubes. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube there was tube extenders with molding defects. This affected 2 tubes. The following information was provided by the initial reporter. The customer stated: "two bent tubes were received in the lab. They gave an error during pipetting."